Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient's doctors want to do an MRI for her spine because they don't know if she has had a stroke or not. She is having a problem with her legs and hands. Patient said one day she was fine and the next she had symptoms. Patient said a healthcare provider took one look at her and thinks she had a bunch of strokes, but no other doctor thought that. The patient then says she had an issue with her speech, her balance was off, and her hand shakes when she picks up a cup. Patient said no falls were related to the issue and then said she has had little falls but nothing enough to go to the doctor. The patient then said she had 2 more stents. No further complications were reported or anticipated with this event.